Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Ts (technical support) provided training on how to put on a new column and run primers. It also instructed how to do the adjustments if needed then calibrate and run controls. The most probable cause of the reported event was operational error (lack of training).

Event description:
On (B)(6) 2017 the customer reported a retention time too long on patient samples, leading to patient discrepant results with their hlc-723g8 analyzer. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.